Event description:
Boston scientific received information that one day post implant this implantable defibrillation lead was exhibiting noise and undersensing. The lead was found to have dislodged and successfully repositioned. The patient had an underlying rhythm and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.